Manufacturer narrative:
(B)(6) the olh (lot# p1350b) was received for investigation. The device passed all criteria for evaluation checklist for returned product. No device malfunction or defect connected to clinical use found.

Event description:
It was reported that on (B)(6) 2021 a male patient underwent a coronary artery bypass graft, aortic valve replacement, tricuspid valve replacement and maze procedure with left atrial appendage management. While routing the olh clamp the physician met resistance from the clamp while routing through the sinuses. Once the clamp was in position, it was noted that the bottom jaw of the clamp perforated the atrium which was resolved with a suture. Procedure was not delayed and post procedure, the patient was doing well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.